Manufacturer narrative:
This is the second complaint recorded from this customer for this issue. The product that broke could not be returned as it was discarded. The customer returned two boxes of lot# 21a0175 for our evaluation. Upon evaluation of the unused product, it was confirmed that the device were within conformance per the drawing specifications. There has been a total of (B)(4) boxes of 10 ((B)(4) blades) sold since 2012 with 7 additional complaints over 9 blades. ((B)(4)). Per the product IFU, this device is very difficult and excessive stress or sideways pressure can cause damage to the blade. Based on the above information, no further actions are required. This can be seen as the final report. If additional information is obtained, a follow up report will be submitted.

Event description:
The tip of the blade broke off and fell into the patient. The piece was retrieved with no harm to the patient.